Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed an infection approximately six week post implant. The implantable pulse generator (ipg) system was explanted and later replaced. No further patient complications have been reported as a result of this event.